Event description:
Boston scientific received information that this right ventricular defibrillation lead dislodged. No adverse patient effects were reported.

Manufacturer narrative:
A revision was performed and this lead was successfully repositioned and remains implanted. No additional information is available. If any additional information does become available, this report will be updated.